Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a bedridden patient was experiencing pressure sores on her back from the lifevest. Wound care specialists began turning the patient everyday to alleviate the pressure on her back. Follow-up indicated that the sores were healing.